Event description:
Device malfunction: device #3 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when using the first device, it did not "feel right" and was replaced with a second device. A cuff miss was experienced with the second and third device. The pt's vessel was heavily calcified. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Additional info will be provided.

Manufacturer narrative:
Device #1: part # 12673-03, lot # 76050-6h is being filed under medwatch MFR number 2953144-2009-01152. Device #2: part # 12673-03, lot # 76055-6h is being filed under a medwatch MFR number 2953144-2009-01153. The device was received. Investigation is not complete.